Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer stated they were able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the unit. Also, device had moisture damage electronic assembly during visual inspection. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests or verify error 43, 23, 49, 68 due to pump error 38.